Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump fell out of the pump case. Due to the pump falling out of the case, infusion sets were pulled out. There was no reported impact to the customer¿s blood glucose. The customer loaded new supplies and resumed insulin delivery.